Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted (B)(6) 2021. Hearing performance is affected.

Event description:
Intra-operative testing on (B)(6) 2021 showed affected channels after reportedly difficult insertion. However, the device was not exchanged but stayed implanted.

Manufacturer narrative:
Additional information: based on the received information from the field, intra operatively short circuited channels were measured. Further, short circuits could also be measured post-operatively, however to determine an exact cause for the observed issue a device investigation of the explanted device is necessary. Currently no information on further steps have been received.